Manufacturer narrative:
A ge service representative performed an on site investigation. The sata cable in cine bridge board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe indicated the system displayed a cine disk error; thereby losing subtraction, road-mapping, or other critical vascular cine functions. No patient or user injury was reported related to this event.